Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter stopped functioning when the need was removed. The following information was provided by the initial reporter: the valve has not been functioning as expected and as needle is removed, blood floor continues out the catheter hub.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter stopped functioning when the need was removed. The following information was provided by the initial reporter: the valve has not been functioning as expected and as needle is removed, blood floor continues out the catheter hub.